Event description:
The customer reported via phone call that they experienced a hypoglycemia. Customer blood glucose level was 54 mg/dl. Customer stated that the retainer ring was physically damage and reservoir was able to lock in place. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was unknown at the time of event. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.